Event description:
Complaint/event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that since the first day of using the paper tape, she experienced an allergic reaction. The patient reported developing a rash, purple discoloration of the skin, and significant itchiness associated with use of the paper tape. The patient further reported contacting the registered nurse (rn) to request removal of the paper tape from the prescription. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".